Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had elevating and high impedance measurements in bipolar pacing configuration and high impedance measurements in unipolar pacing configuration. It was also reported that the atrial lead had rising and high threshold measurements. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.